Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 20mm bioprosthetic valve, was implanted into a 19mm bioprosthetic valve in the aortic position via valve-in-valve procedure. Transfemoral approach was performed. The implant duration was approximately thirteen (13) years and seven (7) months. The reason for the procedure was aortic stenosis. Patient's mean gradient was 46mmhg pre-operative, and 6.8mmhg post-operative. After the procedure, patient was reported to be in critical condition.

Manufacturer narrative:
Additional manufacturer narrative: this event was found to be associated to article: "successful use of 20mm sapien 3 for valve-in-valve intervention within a 19 mm degenerated aortic bioprosthetic valve" authors, arun k. Thukkani, michael r. Klein, and et al.

Event description:
This event was found to be associated to article: "successful use of 20mm sapien 3 for valve-in-valve intervention within a 19 mm degenerated aortic bioprosthetic valve" authors, arun k. Thukkani, michael r. Klein, and et al. Through article: "successful use of 20mm sapien 3 for valve-in-valve intervention within a 19 mm degenerated aortic bioprosthetic valve" it was learned this (B)(6) year old female has a history of aortic valve replacement, enlargement of the aortic outflow tract with a bovine pericardial patch and multivessel bypass grafting in 2002 developed nyha class IV heart failure. She was admitted for congestive heart failure with nyha class IV symptoms in (B)(6) 2015.